Event description:
It was reported the lightsource experienced a not working lamp issue during a service / maintenance procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.